Manufacturer narrative:
For the reported event, a hospital biomed engineer and ge healthcare technical support troubleshot the reported event. A colder body coupling and a colder insert coupling, located in the integrated suction circuit, were replaced to resolve the reported issue.

Event description:
This report summarizes 1 malfunction event. A review of the event indicated that model 1009-9212-000 anesthesia gas machine experienced a malfunction of the suction regulator coupling resulting in the loss of suction. The report was received from a single source. The reported event did not involve a patient.